Event description:
It was reported to boston scentific corporation, that an occlusion balloon catheter was introduced into the kidney. The balloon would not inflate. The procedure was completed with another occlusion balloon. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed both proximal, and distal balloon bonds were intact and continuous. The balloon was observed to have a rupture in the midsection.